Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was under all 4 electrode and it was reported it appeared like a diaper rash. The patient described the irritation as itchiness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used aquaphor and was sent an additional garment. The patient's doctor prescribed 10 m hydroxyzine pills to take three times daily for itching. Follow up indicated the irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was under all 4 electrode and it was reported it appeared like a diaper rash. The patient described the irritation as itchiness. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient used aquaphor and was sent an additional garment. The patient's doctor prescribed 10 m hydroxyzine pills to take three times daily for itching. Follow up indicated the irritation improved.